Manufacturer narrative:
The hillrom technician found the left bed casters needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. Examine the steering mechanism. Replace or adjust the steering control elements of the steering caster if necessary. Replace the caster if necessary. Troubleshoot in the event of a malfunction. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in june 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left bed casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).